Event description:
Who: the doctor contacted ulab regarding the burning and fit/trim issue. Photos provided. Reva material. What: so the lower aligner looked fine when I took it out of the bag, but once it is inserted, it raises up/out at ll2. She came in with a large ball of wax (see photos). I trimmed the tray to see if that would help. She's coming back in today to let me know. I told her I would look into the "burning" aspect with you guys. But she's going on amazon and buying wax in bulk. When: on (B)(6) 2024. Where: no RMA two pieces (u14b, u23b) rejected by #: (B)(6) on 9/4/2024 for cracks. Final qa03 inspection done by #: (B)(6) on 9/4/2024. Per review of the photos and discussion in the complaint meeting on 11/14/2024, possible allergic reaction. Cs to get more information regarding other allergies. Conclusion: the cause of the possible allergic reaction is undetermined. The doctor provided the symptoms the patient displayed and that the patient had no known allergies. The product was not returned. Ulab systems reported this minor allergic reaction as an emdr through our webtrader production account, on 11/20/2024.

Manufacturer narrative:
None.